Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The end cap sticker was still intact, but shifted, on the end cap.

Event description:
It was reported that the customer experienced high blood glucose. Customer was not hospitalized. Blood glucose value was 280 mg/dl. Symptoms were nausea and vomiting. It was stated that the high blood glucose persisted after changing the infusion set. Daily insulin bolus are correct. Insulin does exist the tubing. The insulin bolus delivery is recorded in the bolus history. The drive support cap does not have damage. Customer felt the insulin pump is not operating as designed. Current blood glucose was 223 mg/dl. Customer was advised to contact the doctor. Nothing further reported.